Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 and e216 were displayed while the evis 190/185 series videoscope was connected. The user cleaned the electrical contacts of the endoscope and the output socket of the subject device with the light source socket cleaning kit, but the issue could not be resolved completely. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information that the subject device was not returned the olympus and the phenomena (errors b30 and e216 occurred) occurred on the two light sources, there was the possibility that the subject device had no problem, these phenomena might be attributed to the malfunction of other than the subject device (the endoscope, the video processor or the light source cable).